Manufacturer narrative:
Image analysis: one still image file was returned for review. The image file shows an area on the patients lower leg with 4 notable red welts indicated by broken skin and irritation seen above and below the knee. It cannot be determined from the images attached what caused the irritation and hypersensitivity. Pathology report: two pieces of pale tan tubular tissue, 28 x 7 x 6 mm, and 152 x 9 x 8 mm. Received. Microscopic review: sections show a tubular muscular structure consistent with a muscular vein. The lumen, endothelial layer and media are largely replaced by foreign material and a florid foreign body giant cell reaction. Occasional foci of the foreign material and reaction are present outside the vessel wall, including in the dermis in the small amount of skin provided. A chronic inflammatory cell infiltrate, mostly consisting of lymphoid aggregates, extends into the adventitia through most of the sections. No other significant pathology is identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient had both left and right gsv and ssv treated with venaseal between (B)(6) 2024. The left gsv was treated with veanseal in (B)(6) 2024. The left gsv was treated with top-up sclerotherapy and the right gsv was treated with venaseal in (B)(6) 2024. The right gsv received top-up sclerotherapy treatment in (B)(6) 2024. The patient presented with skin irritation near access point and has areas of broken skin. Possible allergic reaction/hypersensitivity on right leg near access point. Multiple ultrasound examinations and consultations conducted over this period with no adverse findings other than prolonged skin surface issues on right leg, thought to be from right gsv treatment in (B)(6) 2024. During the (B)(6) 2024 procedure the catheter was placed 5cm caudal to sfj for the gsv cases and the vein was reported as close, with no issue reported. The current persistent right leg skin surface issues are planned for resection by surgery in (B)(6) 2024.